Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 550 mg/dl and was treated with an injection of insulin. Tandem technical support performed a system check and found that the cartridge and tubing needed to be changed. After review of the pump t: connect data, it was found that the customer used the cartridge and infusion set for approximately 5-6 days.